Manufacturer narrative:
A full UDI is not available due to this being an unknown device and no known serial number.

Event description:
The manufacturer sales representative reported that the device overheated during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
No additional information.

Manufacturer narrative:
D9: product not available for evaluation.